Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "while hitting broach handle, impaction portion came off." There were no adverse consequences to the pt.